Event description:
During evaluation of a returned spectrum iq pump, the device speaker failed intermittently and the direction of flow label was missing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was preformed. During evaluation, the device speaker failed intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the rear case and 30-pin flex. The rear case and 30-pin flex required to be replaced to address this issue. Additionally, the direction of flow label was found missing and required to be replaced. Review of the service history record revealed that the device completed and passed all service actions during the prior return, including a final visual inspection. It was determined that the missing label was the result of actions that occurred outside of the manufacturing or service processes. Should additional relevant information become available, a supplemental report will be submitted.